Manufacturer narrative:
TVT REGISTRY EXEMPTION NUMBER: E2014038. QUARTERLY REPORTING PERIOD: Q2 2017 TOTAL NUMBER OF EVENTS BEING SUMMARIZED: 324 UNDER THE TERMS AND CONDITIONS OF THE REGISTRY, ANONYMIZED PATIENT DEMOGRAPHICS DETAILS AND LIMITED DETAILS WERE PROVIDED REGARDING THE ADVERSE EVENTS AND OUTCOMES. THE REPORTED EVENT INFORMATION DID NOT INCLUDE ANY DEVICE-SPECIFIC IDENTIFYING INFORMATION, LOCATION WHERE THE EVENTS OCCURRED OR THE SPECIFIC DATES OF THE EVENTS. WITHOUT SUCH INFORMATION, IT CANNOT BE DETERMINED IF ANY OF THESE EVENTS WERE PREVIOUSLY REPORTED TO MEDTRONIC OR THE FDA MAUDE DATABASE, OR IF ANY DEVICES WERE EXPLANTED AND RETURNED TO MEDTRONIC FOR ANALYSIS. THE LISTED DATE OF DEATH AND EVENT DATE IS THE FIRST DAY OF THE REGISTRY'S REPORTING PERIOD FOR DISCHARGED PATIENTS AND PATIENT FOLLOW-UPS. THE DATE OF DEATH WAS NOTED AS THE DATE OF AWARENESS DUE TO THE DE-IDENTIFIED NATURE OF THE DATA. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Event description:
MEDTRONIC RECEIVED INFORMATION REGARDING PATIENT/DEVICE EVENTS VIA A THIRD-PARTY POST-IMPLANT DEVICE REGISTRY (THE SOCIETY OF THORACIC SURGEONS/AMERICAN COLLEGE OF CARDIOLOGY TRANSCATHETER VALVE THERAPY REGISTRY). THE INFORMATION IN THIS REPORT WAS PROVIDED TO MEDTRONIC IN A DE-IDENTIFIED FORMAT, AND HAS BEEN ORGANIZED INTO SUMMARIES OF OBSERVATIONS RELATED TO PATIENT DEATHS AND SERIOUS INJURIES.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. (B)(4). IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. (B)(4). IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. (B)(4). IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
CORRECTION: THE INITIAL MEDWATCH MARKER REPORT INCORRECTLY NOTED "QUARTERLY REPORTING PERIOD" Q2 2017. THE CORRECT QUARTERLY REPORTING PERIOD FOR THAT DATA WAS Q4 2017. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. (B)(4). IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. QUARTERLY REPORTING PERIOD: Q4 2017. THE ATTACHED UPDATED SPREADSHEET CONTAINS ADDITIONAL, AMENDED, CORRECTED OR DELETED INFORMATION FOR PREVIOUSLY-REPORTED COREVALVE TVT DEVICE IMPLANT REGISTRY PATIENT EVENTS. NEW/UPDATED INFORMATION IS HIGHLIGHTED BY COLOR CODING. MEDTRONIC IS SUBMITTING THIS REPORT TO COMPLY WITH FDA REPORTING REGULATIONS UNDER 21 CFR PARTS 4 AND 803. THIS REPORT IS BASED UPON INFORMATION OBTAINED BY MEDTRONIC, WHICH THE COMPANY MAY NOT HAVE BEEN ABLE TO FULLY INVESTIGATE OR VERIFY PRIOR TO THE DATE THE REPORT WAS REQUIRED BY THE FDA. MEDTRONIC HAS MADE REASONABLE EFFORTS TO OBTAIN MORE COMPLETE INFORMATION AND HAS PROVIDED AS MUCH RELEVANT INFORMATION AS IS AVAILABLE TO THE COMPANY AS OF THE SUBMISSION DATE OF THIS REPORT. THIS REPORT DOES NOT CONSTITUTE AN ADMISSION OR A CONCLUSION BY FDA, MEDTRONIC, OR ITS EMPLOYEES THAT THE DEVICE, MEDTRONIC, OR ITS EMPLOYEE CAUSED OR CONTRIBUTED TO THE EVENT DESCRIBED IN THE REPORT. IN PARTICULAR, THIS REPORT DOES NOT CONSTITUTE AN ADMISSION BY ANYONE THAT THE PRODUCT DESCRIBED IN THIS REPORT HAS ANY ¿DEFECTS¿ OR HAS ¿MALFUNCTIONED¿. THESE WORDS ARE INCLUDED IN THE FDA 3500A FORM AND ARE FIXED ITEMS FOR SELECTION CREATED BY THE FDA TO CATEGORIZE THE TYPE OF EVENT SOLELY FOR THE PURPOSE OF REGULATORY REPORTING. MEDTRONIC OBJECTS TO THE USE OF THESE WORDS AND OTHERS LIKE THEM BECAUSE OF THE LACK OF DEFINITION AND THE CONNOTATIONS IMPLIED BY THESE TERMS. THIS STATEMENT SHOULD BE INCLUDED WITH ANY INFORMATION OR REPORT DISCLOSED TO THE PUBLIC UNDER THE FREEDOM OF INFORMATION ACT. ANY REQUIRED FIELDS THAT ARE UNPOPULATED ARE BLANK BECAUSE THE INFORMATION IS CURRENTLY UNKNOWN OR UNAVAILABLE. A GOOD FAITH EFFORT WILL BE MADE TO OBTAIN THE APPLICABLE INFORMATION RELEVANT TO THE REPORT. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
IN ACCORDANCE WITH MODIFICATIONS TO SUMMARY REPORTING REGISTRY EXEMPTION E2014038 RECEIVED ON JUNE 2, 2020, THE FOLLOWING INFORMATION WAS RECEIVED FROM THE STS/ACC TVT REGISTRY FOR THE COREVALVE SYSTEM. THE TVT REGISTRY SUBSEQUENTLY REMOVED THE FOLLOWING DATA: TWO EVENTS OF THE PATIENT EXPIRING FROM CAUSE OF DEATH CARDIAC. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Event description:
Unique Complaint ID Number,Initial or Supplement,Type of event,TTE in days,Device Brand Name,Medical device identifier,Device Codes;702197043-1125859-10,I,D,2,CoreValve System;TAV,MCS-P3-31-AOA,C53269;702197043-1125859-10,S,D,,,,;702197043-1589209-10,I,D,0,CoreValve System; TAV,MCS-P3-29-AOA-US,C53269;702197043-2094582-10,I,D,247,EnVeo TM R Loading System,LS-ENVEOR2629US,C53269;702197043-2236219-10,I,D,117,EnVeo TM R Loading System,LS-ENVEOR2629US,C53269;702197043-2941049-10,I,D,56,EnVeo TM R Loading System,LS-ENVEOR2629US,C53269;702197043-2962029-10,I,D,298,CoreValve System; TAV,MCS-P3-29-AOA-US,C53269;702197043-2962995-10,I,D,337,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702197043-2984331-10,I,D,66,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702197043-2991972-10,I,D,95,CoreValve System; TAV,MCS-P3-29-AOA-US,C53269;702197043-3023816-10,I,D,38,CoreValve System; TAV,MCS-P3-29-AOA-US,C53269;702197043-3081771-10,I,D,309,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702197043-3092849-10,I,D,N/A,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702197043-3114939-10,I,D,0,CoreValve System;TAV,MCS-P3-26-AOA,C53269;702197043-3114939-10,S,D,,,,;702197043-3122244-10,I,D,205,CoreValve System;TAV,MCS-P3-26-AOA,C53269;702197043-3125621-10,I,D,8,CoreValve System;TAV,MCS-P3-26-AOA,C53269;702197043-3125621-10,S,D,,,,;702197043-3132997-10,I,D,304,CoreValve System; TAV,MCS-P3-29-AOA-US,C53269;702197043-3157212-10,I,D,480,CoreValve System;TAV,MCS-P3-29-AOA,C53269;702197043-3212957-10,I,D,0,CoreValve System;TAV,MCS-P3-29-AOA,C53269;702197043-3212957-10,S,D,,,,;702197043-3214496-10,I,D,60,CoreValve System; TAV,MCS-P3-29-AOA-US,C53269;702197043-3216240-10,I,D,378,CoreValve System;TAV,MCS-P3-26-AOA,C53269;702197043-3219172-10,I,D,127,CoreValve System; TAV,MCS-P3-29-AOA-US,C53269;702197043-3227864-10,I,D,79,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702197043-3244072-10,I,D,8,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702197043-3253544-10,I,D,30,CoreValve System;TAV,MCS-P3-31-AOA,C53269;702197043-3253544-10,S,D,,,,;702197043-3253606-10,I,D,208,CoreValve System; TAV,MCS-P3-26-AOA-US,C53269;702197043-3253688-10,I,D,148,CoreValve System; TAV,MCS-P3-29-AOA-US,C53269;702197043-3327180-10,I,D,0,CoreValve System;TAV,MCS-P3-29-AOA,C53269;702197043-3327180-10,S,SI,,,,;702197043-3348298-10,I,D,14,CoreValve System;TAV,MCS-P3-29-AOA,C53269;702197043-3354669-10,I,D,194,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3379078-10,I,D,39,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3394691-10,I,D,391,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702197043-3399147-10,I,D,17,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3399889-10,I,D,390,CoreValve System; TAV,MCS-P3-26-AOA-US,C53269;702197043-3403322-10,I,D,97,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702197043-3416752-10,I,D,6,CoreValve System; TAV,MCS-P3-26-AOA-US,C53269;702197043-3417562-10,I,D,578,CoreValve System;TAV,MCS-P3-31-AOA,C53269;702197043-3425071-10,I,D,401,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702197043-3434269-10,I,D,158,CoreValve System; TAV,MCS-P3-29-AOA-US,C53269;702197043-3439489-10,I,D,0,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702197043-3454406-10,I,D,7,CoreValve System; TAV,MCS-P3-29-AOA-US,C53269;702197043-3455195-10,I,D,219,CoreValve System;TAV,MCS-P3-29-AOA,C53269;702197043-3460786-10,I,D,16,CoreValve System;TAV,MCS-P3-29-AOA,C53269;702197043-3460786-10,S,D,,,,;702197043-3473988-10,I,D,402,CoreValve System; TAV,MCS-P3-29-AOA-US,C53269;702197043-3476502-10,I,D,350,CoreValve System;TAV,MCS-P3-31-AOA,C53269;702197043-3480354-10,I,D,59,CoreValve System; TAV,MCS-P3-29-AOA-US,C53269;702197043-3483181-10,I,D,300,CoreValve System;TAV,MCS-P3-31-AOA,C53269;702197043-3483181-10,S,D,,,,;702197043-3490132-10,I,D,42,CoreValve System; TAV,MCS-P3-29-AOA-US,C53269;702197043-3490132-10,S,D,,,,;702197043-3490943-10,I,D,41,CoreValve System;TAV,MCS-P3-29-AOA,C53269;702197043-3491682-10,I,D,1,CoreValve System;TAV,MCS-P3-29-AOA,C53269;702197043-3491682-10,S,D,,,,;702197043-3493883-10,I,D,68,CoreValve System; TAV,MCS-P3-26-AOA-US,C53269;702197043-3509717-10,I,D,135,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702197043-3510588-10,I,D,59,CoreValve System;TAV,MCS-P3-31-AOA,C53269;702197043-3510588-10,S,D,,,,;702197043-3526153-10,I,D,151,CoreValve System; TAV,MCS-P3-29-AOA-US,C53269;702197043-3528324-10,I,D,0,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702197043-3529785-10,I,D,0,CoreValve System; TAV,MCS-P3-26-AOA-US,C53269;702197043-3536061-10,I,D,218,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702197043-3546079-10,I,D,44,CoreValve System; TAV,MCS-P3-26-AOA-US,C53269;702197043-3562567-10,I,D,43,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-3573066-10,I,D,510,CoreValve System;TAV,MCS-P3-31-AOA,C53269;702197043-3573066-10,S,D,,,,;702197043-3573102-10,I,D,26,EnVeo TM R Loading System,LS-ENVEOR2629US,C53269;702197043-3573102-10,S,D,,,,;702197043-3573138-10,I,D,N/A,EnVeo TM R Loading System,LS-ENVEOR2629US,C53269;702197043-3584428-10,I,D,304,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702197043-3586659-10,I,D,29,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702197043-3592574-10,I,D,492,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3592915-10,I,D,65,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-3598037-10,I,D,338,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3601376-10,I,D,510,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702197043-3607963-10,I,D,189,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3609379-10,I,D,494,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702197043-3610317-10,I,D,101,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3626280-10,I,D,N/A,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702197043-3635070-10,I,D,185,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-3635359-10,I,D,120,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3654136-10,I,D,121,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-3655801-10,I,D,288,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3658767-10,I,D,134,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-3658767-10,S,D,,,,;702197043-3658805-10,I,D,443,EnVeo TM R Loading System,LS-ENVEOR2629US,C53269;702197043-3658805-10,S,D,,,,;702197043-3662905-10,I,D,372,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702197043-3665427-10,I,D,437,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702197043-3669423-10,I,D,310,CoreValve System; TAV,MCS-P3-29-AOA-US,C53269;702197043-3676761-10,I,D,421,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702197043-3678919-10,I,D,270,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3679655-10,I,D,433,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-3684417-10,I,D,22,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3691822-10,I,D,282,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702197043-3692769-10,I,D,537,CoreValve System; TAV,MCS-P3-29-AOA-US,C53269;702197043-3692769-10,S,,,,,;702197043-3694794-10,I,D,179,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-3695399-10,I,D,326,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702197043-3697933-10,I,D,N/A,CoreValve System; TAV,MCS-P3-26-AOA-US,C53269;702197043-3697933-10,S,D,,,,;702197043-3699091-10,I,D,218,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3699985-10,I,D,291,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3701535-10,I,D,260,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702197043-3704728-10,I,D,150,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3705462-10,I,D,338,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3705781-10,I,D,237,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702197043-3707062-10,I,D,110,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3711059-10,I,D,112,EnVeo TM R Loading System,LS-ENVEOR2629US,C53269;702197043-3712295-10,I,D,354,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702197043-3712760-10,I,D,254,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-3712843-10,I,D,82,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702197043-3716038-10,I,D,323,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3716334-10,I,D,4,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-3717246-10,I,D,260,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-3719143-10,I,D,151,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3720962-10,I,D,307,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-3731178-10,I,D,305,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-3731723-10,I,D,325,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3731916-10,I,D,314,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-3734084-10,I,D,107,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702197043-3735863-10,I,D,159,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3735914-10,I,D,301,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3737975-10,I,D,337,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702197043-3739766-10,I,D,326,CoreValve System; TAV,MCS-P3-26-AOA-US,C53269;702197043-3742036-10,I,D,338,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-3743268-10,I,D,390,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3745855-10,I,D,153,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3747236-10,I,D,184,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702197043-3747699-10,I,D,78,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3748262-10,I,D,60,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3748649-10,I,D,63,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3751042-10,I,D,131,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-3752946-10,I,D,245,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702197043-3754244-10,I,D,71,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3756820-10,I,D,402,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3758482-10,I,D,328,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702197043-3758936-10,I,D,125,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3759291-10,I,D,233,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3760016-10,I,D,229,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-3760232-10,I,D,330,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3763371-10,I,D,76,CoreValve System;TAV,MCS-P3-31-AOA,C53269;702197043-3763937-10,I,D,203,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702197043-3766447-10,I,D,N/A,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3767260-10,I,D,226,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3767995-10,I,D,142,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3769893-10,I,D,46,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3771672-10,I,D,177,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-3772736-10,I,D,413,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702197043-3775562-10,I,D,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3776210-10,I,D,93,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702197043-3777591-10,I,D,145,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-3777687-10,I,D,N/A,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702197043-3780829-10,I,D,106,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3780974-10,I,D,101,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702197043-3781288-10,I,D,255,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702197043-3784526-10,I,D,87,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3784940-10,I,D,162,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3785962-10,I,D,218,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3786044-10,I,D,344,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3786269-10,I,D,283,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-3787192-10,I,D,14,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702197043-3790094-10,I,D,348,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702197043-3790611-10,I,D,345,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3794637-10,I,D,109,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3795367-10,I,D,289,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3796515-10,I,D,32,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702197043-3796543-10,I,D,96,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3797246-10,I,D,114,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-3799251-10,I,D,203,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-3800852-10,I,D,241,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3801482-10,I,D,71,CoreValve System;TAV,MCS-P3-31-AOA,C53269;702197043-3802271-10,I,D,122,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702197043-3803943-10,I,D,261,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3805380-10,I,D,242,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702197043-3805954-10,I,D,203,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3811681-10,I,D,436,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702197043-3812127-10,I,D,22,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3812841-10,I,D,417,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702197043-3814612-10,I,D,433,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702197043-3821683-10,I,D,346,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702197043-3822163-10,I,D,110,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3823439-10,I,D,295,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3823488-10,I,D,143,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3824655-10,I,D,381,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3825792-10,I,D,216,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3828032-10,I,D,310,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3829728-10,I,D,333,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3843477-10,I,D,226,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3847168-10,I,D,165,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702197043-3847613-10,I,D,197,EnVeo TM R Loading System,LS-ENVEOR2629US,C53269;702197043-3850326-10,I,D,234,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-3852426-10,I,D,157,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702197043-3854609-10,I,D,N/A,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-3867516-10,I,D,18,CoreValve System;TAV,MCS-P3-31-AOA,C53269;702197043-3867516-10,S,D,,,,;702197043-3868408-10,I,D,90,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3875099-10,I,D,N/A,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-3875099-10,S,,,,,;702197043-3880307-10,I,D,230,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3881704-10,I,D,284,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3881940-10,I,D,46,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3891151-10,I,D,151,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3891296-10,I,D,373,CoreValve System; TAV,MCS-P3-29-AOA-US,C53269;702197043-3900388-10,I,D,1,CoreValve System; TAV,MCS-P3-29-AOA-US,C53269;702197043-3903536-10,I,D,192,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702197043-3907752-10,I,D,258,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702197043-3907982-10,I,D,204,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-3908561-10,I,D,224,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3940397-10,I,D,265,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702197043-3955607-10,I,D,129,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3956579-10,I,D,179,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3963331-10,I,D,91,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3974021-10,I,D,45,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3980078-10,I,D,268,CoreValve System;TAV,MCS-P3-29-AOA,C53269;702197043-3990392-10,I,D,141,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3991634-10,I,D,73,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4002494-10,I,D,44,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4015303-10,I,D,0,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702197043-4039078-10,I,D,10,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4044952-10,I,D,110,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4045723-10,I,D,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4050047-10,I,D,127,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4066277-10,I,D,24,CoreValve System; TAV,MCS-P3-26-AOA-US,C53269;702197043-4067061-10,I,D,68,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4070384-10,I,D,9,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4070384-10,S,D,,,,;702197043-4083337-10,I,D,26,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4088619-10,I,D,26,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4089347-10,I,D,31,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4089474-10,I,D,232,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4107700-10,I,D,7,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4107991-10,I,D,40,CoreValve System; TAV,MCS-P3-29-AOA-US,C53269;702197043-4114610-10,I,D,11,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702197043-4117871-10,I,D,35,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4119712-10,I,D,51,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4122380-10,I,D,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4123209-10,I,D,90,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4124319-10,I,D,57,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4126472-10,I,D,57,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4128579-10,I,D,66,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4129471-10,I,D,70,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4134949-10,I,D,26,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4136839-10,I,D,108,EnVeo TM R Loading System,LS-ENVEOR2629US,C53269;702197043-4136839-10,S,D,,,,;702197043-4138928-10,I,D,69,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702197043-4139467-10,I,D,12,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4142364-10,I,D,14,CoreValve System;TAV,MCS-P3-31-AOA,C53269;702197043-4142364-10,S,D,,,,;702197043-4144197-10,I,D,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4144197-10,S,D,,,,;702197043-4146380-10,I,D,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4146380-10,S,D,,,,;702197043-4148019-10,I,D,29,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702197043-4148959-10,I,D,12,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4150379-10,I,D,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4150713-10,I,D,20,EnVeo TM R Loading System,LS-ENVEOR2629US,C53269;702197043-4152292-10,I,D,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4152346-10,I,D,4,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4152620-10,I,D,31,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4153553-10,I,D,5,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4153553-10,S,D,,,,;702197043-4153633-10,I,D,20,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4153845-10,I,D,32,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4153845-10,S,D,,,,;702197043-4154605-10,I,D,2,CoreValve System;TAV,MCS-P3-29-AOA,C53269;702197043-4155261-10,I,D,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4155261-10,S,,,,,;702197043-4155423-10,I,D,22,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702197043-4155627-10,I,D,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4155681-10,I,D,103,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4156692-10,I,D,N/A,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4156833-10,I,D,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4162690-10,I,D,19,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4162915-10,I,D,104,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4167152-10,I,D,22,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4169529-10,I,D,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4169529-10,S,,,,,;702197043-4169909-10,I,D,3,Medtronic CoreValve System; TAV,MCS-P4-23-AOA,C53269;702197043-4171139-10,I,D,3,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702197043-4172005-10,I,D,22,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4172956-10,I,D,26,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4173730-10,I,D,32,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4174022-10,I,D,31,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4174045-10,I,D,14,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4174376-10,I,D,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4177628-10,I,D,7,CoreValve System; TAV,MCS-P3-29-AOA-US,C53269;702197043-4180382-10,I,D,7,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702197043-4182640-10,I,D,7,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702197043-4183529-10,I,D,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4183971-10,I,D,51,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4192717-10,I,D,7,CoreValve System;TAV,MCS-P3-23-AOA,C53269;702197043-4193591-10,I,D,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4194821-10,I,D,10,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4196153-10,I,D,12,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4198891-10,I,D,57,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4202702-10,I,D,7,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4203232-10,I,D,33,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4203634-10,I,D,5,CoreValve System;TAV,MCS-P3-31-AOA,C53269;702197043-4204165-10,I,D,94,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4205673-10,I,D,0,CoreValve System; TAV,MCS-P3-29-AOA-US,C53269;702197043-4208745-10,I,D,57,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4208906-10,I,D,37,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4209065-10,I,D,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4209248-10,I,D,20,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4211035-10,I,D,3,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4214891-10,I,D,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4216072-10,I,D,23,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4216967-10,I,D,11,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4218046-10,I,D,29,EnVeo TM R Loading System,LS-ENVEOR2629US,C53269;702197043-4218854-10,I,D,17,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4221593-10,I,D,12,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4222262-10,I,D,5,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4222481-10,I,D,29,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4222482-10,I,D,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702197043-4223378-10,I,D,10,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702197043-4225610-10,I,D,28,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4227856-10,I,D,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702197043-4227897-10,I,D,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702197043-4229337-10,I,D,7,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4231554-10,I,D,121,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4231583-10,I,D,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702197043-4232086-10,I,D,26,EnVeo TM R Loading System,LS-ENVEOR2629US,C53269;702197043-4232943-10,I,D,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702197043-4233083-10,I,D,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4233274-10,I,D,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4233616-10,I,D,3,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4237551-10,I,D,30,CoreValve System; TAV,MCS-P3-29-AOA-US,C53269;702197043-4237654-10,I,D,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4237956-10,I,D,15,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4238194-10,I,D,17,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4238393-10,I,D,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4239821-10,I,D,53,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4241570-10,I,D,14,EnVeo TM R Loading System,LS-ENVEOR2629US,C53269;702197043-4243567-10,I,D,10,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4243996-10,I,D,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4245134-10,I,D,96,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702197043-4246210-10,I,D,3,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4246302-10,I,D,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4246800-10,I,D,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4246800-10,S,D,,,,;702197043-4246839-10,I,D,26,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4246839-10,S,,,,,;702197043-4246839-10,S,D,,,,;702197043-4247198-10,I,D,9,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4251702-10,I,D,7,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4251702-10,S,,,,,;702197043-4252944-10,I,D,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4252944-10,S,D,,,,;702197043-4253576-10,I,D,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4253608-10,I,D,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702197043-4253608-10,S,D,,,,;702197043-4254352-10,I,D,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. (B)(4). IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. (B)(4). IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.